Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing were observed on the device. Technical support recommended programming changes. The patient experienced no adverse affects.